Event description:
(B)(4) it was reported by the consumer that the m51 custom power wheelchair allegedly would stall and logoff while going over a threshold, and it would display one red light, and five flashing green lights error codes alert. Additionally, it was reported that by power cycling a few times it would reset the unit. There was no patient injury reported.